Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the impedance measurements were stable. It was believed to be caused by a lead fracture. Additionally, oversensing on the right atrial (ra) lead was noted. Reprogramming efforts were performed. Subsequently, a revision procedure was performed, a non-boston scientific leadless pacemaker was placed, and the pacemaker connected to the lead was turned off. At this time, the pacemaker system remains in service, and no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the impedance measurements were stable. It was believed to be caused by a lead fracture. Additionally, oversensing on the right atrial (ra) lead was noted. Reprogramming efforts were performed. Subsequently, a revision procedure was performed, a non-boston scientific leadless pacemaker was placed, and the pacemaker connected to the lead was turned off. At this time, the pacemaker system remains in service, and no additional adverse patient effects.